Event description:
On (B) (6) 2010, the lay user/patient contacted lifescan (lfs) alleging that his onetouch lancing device lancet does not fully penetrate his skin. This complaint was classified based on the customer care advocate (cca) documentation. The patient alleged that the product issue began at approximately 10:30 pm on (B) (6) 2009. The patient stated that he used another device to obtain his blood sample (device name not specified). The cca documented that the patient manages his diabetes with insulin (self adjuster). The patient claimed that he continued with his usual dose of medication despite the alleged lancet issue. Two weeks after the reported lancet issue began, the patient claimed that he became "sweaty, shaky, dizzy, and nauseated." The patient reported that he treated himself with a glucose tablet/gel. During the troubleshooting session, the cca documented that the alleged lancing device issue was resolved after the cca reviewed the sample collection technique with the patient. A replacement onetouch lancing device kit was sent to the patient. Based on the information provided, this complaint is classified as MDR-reportable due to the following conclusion(s): the patient claims he developed symptoms suggestive of severe hypoglycemia after the alleged lancing device issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.